Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose at time of incident was in the 400 mg/dl and current blood glucose 208 mg/dl. The customer was treated with manual injection for high blood glucose. Troubleshooting was performed for high blood glucose level. Based on customer report customer did not allege pump was under delivery. The insulin pump will not be returned for analysis.